Event description:
It was reported the asymptomatic patient presented for a routine pacemaker change due to the pacemaker having reached its normal elective replacement interval. As the right ventricle lead¿s impedance had been trending to ever higher levels over time, the physician also capped the right ventricular lead and implanted a new lead. The patient was stable.